Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr1447 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a dual lumen, 4 fr. PICC kinked inside the patient arm this weekend. 727 w. B. Had PICC placed on (B)(6) 2021, had trouble with flushing and drawing since it was placed, worked intermittently with repositioning, pulling the skin tight. It was declotted once on (B)(6), quit working a few hours later. I removed the dressing, pulled back 4 cm and discovered the kink. It was re-dressed and working fine. This morning, it was reported not working again. This patient needs 6 weeks of antibiotics. The PICC is now in mid svc after been pulled back, has 12cm external. May needs to be replaced." No harm to the patient was reported. PICC was discarded. New 5fr.PICC placed on (B)(6). Patient was discharged on (B)(6).